Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery appropriately. The customer's blood glucose was 66-67 mg/dl. Reportedly, the pump began to suspend insulin delivery as intended.